Manufacturer narrative:
No products were returned for investigation, unable to verify the complaint. DHR reviewed no non-conformances related to provided lot. No injury alleged by patient.

Event description:
Customer states: the new style of bags started having problems with no food and no flow in causing patient had to be hospitalized for a short period due to not getting enough food.